Event description:
It was reported that the device had reached elective replacement indicator (eri) and was unable to be interrogated. Also, the right ventricular (rv) lead had intermittent capture at maximum output and there was no visible insulation breach around the pocket area but with the analyzer the rv lead impedance was less than 200 ohms. The device was explanted and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: kdr901 implantable pulse generator, (B)(6) 2004; 4524-53 implantable pacing lead, (B)(6) 1992. (B)(4).